Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h4, h6, h11. The device was not returned to olympus for inspection; however, an olympus endoscopy support specialist (ess) was dispatched. The fse observed that the customer did not proceed with the instructions for use, as automated dry leak testing should be performed with the alt-pro (gif/cf/pcf-190 series instruction manual and addendum - rc1749 03 page 51) where for automated leakage test the basin should not contain any water or disinfectant (alt-pro instruction manual - ra4454 05 page 51). Also, the detergent solution should be used as per the instructions provided by the detergent manufacturer regarding concentration, temperature, contact time, and expiration date, as excessive foaming prevents detergent solution from properly contacting the surfaces and channel walls of the endoscope and accessories, and may impair effective cleaning. (Gif/cf/pcf-190 series instruction manual and addendum - rc1749 03 page 26). The fse observed that the customer incorrectly reprocessed the device and reprocessing guidance per IFU. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope presented multiple b30 error codes. The issue occurred during reprocessing. There were no reports of patient involvement.